Manufacturer narrative:
A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Additionally, this was the first reported adverse event of this nature associated with this lot. Monitoring will continue to be performed for this lot. Complaints will continue to be monitored for any trends.

Event description:
One 9x40 and one 10x40 enroute stent were placed in the right internal carotid artery. It was expected to place two stents as the disease was long segment. After placement of the proximal (10x40) stent, non flow limiting dissection was noted at proximal edge. No 10x30 enroute was available so a 10x30 acculink was placed over dissection. Patient came out of general anesthesia at baseline. It is unknown which device contributed to the dissection.